Manufacturer narrative:
Evaluation: a review of the following: review of complaint history, review of device history record, review of instructions for use (IFU), review of quality control (qc), review of trends, and visual inspection. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It is likely that the patient's highly calcified anatomy contributed to the observed sheath damage. However, it was noted that a dilator had not been inserted prior to removal of the sheath during the investigation. According to the sheath removal instructions provided in the IFU, t_intro_rev2, "insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." T_intro_rev2 also contains the following warnings/precautions, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Because the dilator had not been inserted during removal of the sheath, the root cause of this occurrence was determined to be "did not follow instructions/label." We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As reported to customer relations: "during a lower leg angiogram in a heavily calcified area while removing the sheath it broke in half. The physician ended up using a snare to recover the foreign piece which prolonged the surgery approximately 2 hours. There was no harm to the patient and no additional procedures due to this occurrence.